Manufacturer narrative:
Date of the event: (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics (doses, frequencies, and route not reported) for peritonitis. The patient recovered from the event. Dianeal was therapy ongoing. No additional information is available.